Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field indicating no evaluation of the lead was performed at this time and the lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.